Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Visual inspections were performed on the returned device. The reported cuff miss was not confirmed. A review of the lot history record identified no manufacturing non-conformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the subsequent treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The 6 additional proglide devices referenced are being filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in a midlly calcified right common femoral artery was attempted with seven proglide devices using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve replacement (tavr) interventional procedure. Reportedly, all seven devices had no suture present when the plunger was removed. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 18f and the tavr procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.